Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: fully covered biliary metal stent was placed inside patient previously in(B)(6)2024, after procedure the stent was successfully placed at cbd. After procedure a few cancer treatment session was performed and doctor found out cbd blocked again, hence request another metal stent placement for this patient. When case started doctor found out the previously placed biliary stent have migrated and whole stent disappeared. Under xray cannot found it anywhere inside patient's body. Tumor have significantly growth during these few months and doctor needs to dilate and place another metal stent inside. Patient outcome: not sure. Cannot locate the previous metal stent under xray at the moment. Tumor have significantly growth during these few months and doctor needs to dilate cbd inorder to place another metal stent.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2092806 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding¿. Additionally, ¿stent migration¿ is listed as a potential adverse event in the IFU. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to known potential complications. From the information received it is known that the patient received chemotherapy treatment post placement of the stent. It is possible that the treatment caused the tumour to shrink which subsequently led to the stent migration. As a result of the migration, the common bile duct blocked again due to tumour progression. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of (B)(4) x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, it was not possible to locate the migrated metal stent under x-ray. It was reported that the common bile duct blocked again due to tumour progression. As a result, an additional procedure was required to dilate the common bile duct and place another metal stent.

Event description:
A supplemental report is being submitted due to completion of the investigation on 4 oct 2024.